Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. (B)(6).

Event description:
Information was received based on review of a journal article titled, ¿acetabular bone density and metal ions after metal-on-metal versus metal-on-polyethylene total hip arthroplasty; short-term results¿ which aimed to examine the clinical results following total hip arthroplasty in a study of 70 patients that may have experienced a decrease in acetabular bone density due to the use of metal on metal and metal-on-polyethylene implants using the m²a-magnum, advantage and mallory-head acetabular components and arcom polyethylene liners manufactured by biomet; and to investigate the comparison between the use of metal-on-metal implants and metal-on-polyethylene implants. Four patients were identified in the article that underwent hip arthroplasties on unknown dates. Patient follow-up results provided indicate that the patients experienced grade 1 periarticular ossifications using metal-on-metal implants. There has been no further information provided and the patient outcome is unknown.